Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye image suddenly turned white, but the right eye image was normal. The customer contacted the field service engineer (fse) for troubleshooting assistance. The fse indicated "left eye image was over exposure in surgeon side console (ssc) and touch screen". The fse had the customer reconnect the endoscope and camera cable, perform white balance and 3d calibration, and reboot the system, but the issue persisted. The fse had the customer test the color bar image. The color bar image displayed in the surgeon side console (ssc) but did not display on the touchscreen for the left eye. The customer did not have a backup endoscope to troubleshoot with at the time of the call. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by greater than 30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The dual camera control unit (doco) was replaced to resolve the issue. A test drive was performed successfully. The system was tested and verified as ready for use. On site testing found the user could not fuse image. After power cycling the system the left eye video was found to be intermittent. The fse believed the left camera control unit (ccu) in dual camera ccu (doco) was starting to fail, so fse replaced the ccu to resolve the issue. Isi received the dual camera control unit (doco) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. This unit was installed into the test system, and it failed due to the video test. There was no video on the left eye. The complaint regarding the left eye image suddenly turned white was confirmed and replicated by failure analysis.